Event description:
It was reported that a 3.0x28 mm xience alpine rx stent delivery system (sds) stylet/protective sheath was removed without difficulty. It is unknown whether the balloon was soaked in normal saline or not. The sds was prepared inside the patient anatomy. The sds was advanced without resistance toward the target lesion; the balloon was inflated to 14 atmospheres and ruptured. The stent was implanted and post-dilatation was performed as standard procedure using a non-abbott balloon catheter. The sds was simply withdrawn from the patient anatomy without issue. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. A visual inspection and scanning electron microscopy imaging of the returned device was performed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported from this lot. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.